Event description:
It was reported that the procedure was to de-clot a fistula in the left arm. The guide wire was advanced through the sheath, but before any other device could be used, the guide wire fractured and separated, with the distal portion moving toward the patient's hand. An attempt was made to snare the separated piece but the attempt was unsuccessful. A cut down was performed on the ulnar artery, near the radial artery, and the piece of guide wire was succesfully removed. No force was used when advancing the guide wire. A new guide wire was then used to complete the procedure.